Manufacturer narrative:
Corrected data: product available to stryker. An event regarding loosening involving an adm shell, implant plate, cable, screw and stem was reported. As per clinicain review; I have seen the info for this patient with broken dall-miles cables some 1-year post implantation as total hip replacement for a hip fracture with a severe multi-fragment fracture also in the greater trochanteric (gt) area. Hip replacement was performed with a securefit stem plus an adm cup while the gt fracture was stabilised with a dall-miles plate, multiple cables plus a synthes (non-stryker) small plate and screws. At 1-year the fracture had developed into a non-union with dm-cable rupture and loose screws in and around the hip that required revision. No details about revision surgery. No x-rays are available. The mar report confirms the cable wires fractured from an overload condition in a ductile manner. Eds showed the elemental constituents to be consistent with an astm f90 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. From the clinical context, it is clear that non-union of the gt-fracture was the principal failure mode. Osteosynthesis only serves primary stabilisation of the fracture fragments to allow bony consolidation to occur. If the fracture is unstable, too much movement between fracture fragments prevents healing of the fracture and then the osteosynthesis material will always fail after some time due to overload, such as occurred in this patient. Why fracture healing did not occur is not clear from the information due to lack of info. Usually an adverse mix of patient-related factors (such as alcohol abuse in this patient) and procedure-related factors regarding surgical technique of fracture stabilisation play an important role in fracture non-union. Exact evaluation requires x-rays that are unfortunately not available. As such can exact root cause of failure not be established due to lack of adequate information although it is certain that device-related factors did not play a role such as also confirmed by the mar findings. What the balance between patient-related and procedure-related factors has been in this case is however not clear although there is evidence that both factors have played a role that still provide a plausible explanation for the failure although full and clear evidence is missing. These gt fractures are difficult to treat and have a high complication rate and as such is this case not unusual. It should be noted that the loose screws as reported are non-stryker products as manufactured by synthes. Based on the provided information the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in medwatch # mw5071573: total right hip arthroplasty in 2016. Patient returned to surgery in 2017 for hardware removal due to hardware failure. Hardware components loosened, fixation plate dislodged and cables around it are broken, small fragment screws seen loose in the soft tissues around the proximal femur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported in medwatch # mw5071573: total right hip arthroplasty in 2016. Patient returned to surgery in 2017 for hardware removal due to hardware failure. Hardware components loosened, fixation plate dislodged and cables around it are broken, small fragment screws seen loose in the soft tissues around the proximal femur.